Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event not related to the device. Deflation: observed opening in posterior side assessed as surgical damage. Additional observations: brown particles observed outer the device. Observed creases on the device. White calcification particles observed outer the device. No further actions are required as the device was implanted." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Physician reported left side deflation and an exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h6.

Event description:
Device has been explanted.

Event description:
Physician reported left side deflation and an exchange from textured to smooth due to concern with the product. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.